Manufacturer narrative:
(B)(4). Device identification: batch # 761a38. Additional information was requested and the following was received: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? No only a a few mm did the device cut? Yes if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No if yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy during the first firing they went one to two cm and the knife blade auto retracted. A new device was used to complete the case with no patient consequences.